Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for routine visit, it was noted that the patient received inappropriate atp therapy for supra ventricular tachycardia. It was noted that the sih indicator said that there were no sinus intervals upon detection, however there actually was one upon diagnosis of ventricular tachycardia. Programming changes were made. The device remains implanted. The patient was fine.